Event description:
During testing by a zoll medical sales representative, the device displayed a "defib fault 76" message. There was no patent involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty solder joint on the pd engine board. Analysis for reports of this type has not identified an increase in trend.